Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the inlet of the oxygenator was broken off. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 22, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected upon receipt and it confirmed the damage to the gas inlet port of the oxygenator. A retention sample from the same product code and lot number combination was visually inspected - no damages or anomalies, specially with the gas inlet port. All oxygenators are 100% visually inspected at several points in the production process. The packaging of the product also ensures protection against damage to the gas inlet port of the oxygenator. It is likely that the gas inlet port was damaged by a shock force at some point during the handling of the product; however, when or how this shock force was applied was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.